Manufacturer narrative:
Local telephone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated parathyroid hormone (ipth) results while using the architect ipth assay. The customer indicated that the results were generated on a patient who had undergone a parathyroidectomy in (B)(6) 2016. Results for this patient in (B)(6) 2016 and (B)(6) 2017 were just above 100 pg/ml. When this patient was tested again on (B)(6) 2017 a result of 2500 pg/ml was generated. A retest of the same specimen on (B)(6) 2017 also generated a high result of 2400 pg/ml. The physician questions the high results. No adverse impact to patient management was reported.

Manufacturer narrative:
Suspect medical device lot number was provided on 05/02/2017. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, a literature review, and a review of labeling. A trend review did not identify atypical complaint activity. To further investigate the issue testing was completed using the same lot of material. An individual replicate for each level of controls was evaluated against the control value assigned ranges. This testing met acceptance criteria, all control values were within range. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation no product deficiency was identified for the architect ipth assay, ln 08k25-25, lot number 01216g000.